Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at 373 mg/dl before going to exercise and going to bed, and 295 mg/dl at the time of the call. The customer used food to treat. The customer bolused for exercise but did not exercise. The customer was wearing the insulin pump during the incident. The customer did not realize they were stacking insulin. Troubleshooting was completed. The customer reported a keypad anomaly with the act button and pump physical damage which does not allow the reservoir to lock in place inside the pump. The customer also reported a pump suspend incident that lasted more than 2 hours. The insulin pump will not be returned for analysis.